Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The lot number was changed from "unknown" to kr118886. The device returned in its original inner packaging along with the syringe. The original outer packaging was not returned. Based on the results of the legal manufacturer's investigation, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. Based on the initial complaint of the needle not being able to go back in its sheath, this can likely be confirmed due to the pebax being torn and bunched, preventing the needle from its normal movement. Upon return of the device, the syringe was found to have traces of dried blood consistent with heavy use. The stylet and stylet wire were also returned with the device. Upon receipt, the needle was extended. The handle lock was able to slide into all positions and maintain its locking. The connecting slider was able to slide back and forth. The sheath adjuster screw was able to rotate and lock into all positions. When fully advancing the needle, the needle was able to extend approximately 1.53 inches. The needle tip was sharp and without physical damage. The distal hypotube was present. When retracting the needle, there was a torn plastic piece near the distal end of the needle that was preventing the needle from being fully retracted back into the sheath. The plastic piece appears to be a bunched pebax that is formed near the distal end of the needle. The needle would not fully back in the sheath even with use of force through resistance. The instruction manual identifies the following related verbiage on page 13 of the device instructions for use: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.

Event description:
Additionally, it was reported by the olympus territory manager that the physician confirmed on the phone at the time of the incident that no piece was found in the patient.

Event description:
As reported, no way to put the needle in its sheath after puncture, a plastic piece of the sheath, at the end, was gone. Per the reporter, no patient injury however, it was stated" but it could be that a piece remained within the patient".

Manufacturer narrative:
The subject device has not yet been received for evaluation. Photo of the subject device however was collected and was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.